Manufacturer narrative:
Device was used for treatment, not diagnosis. Correction: the manufacturing site name was documented as depuy synthes products llc in the initial report. This has been updated to (B)(4). Please note that the contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the trigger of the device blocked, jammed, and was moving heavily. It was noted that the reverse trigger and the motor were found to be faulty. It was further determined that the device failed pretest for check triggers for forward / reverse mode, check for untrue running, check for excessive noise, and check starting behavior. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the reverse trigger of the compact air drive device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Date device returned to manufacturer was documented as november 6th, 2017 in the initial report. This has been corrected to november 7th, 2017.